Event description:
A male with two-vessel disease enrolled in the study experienced an inferior wall nstemi three days after receiving three cypher stents. The patient has a history of previous pci (with thrombosis), family history of coronary artery disease, hypertension, hyperlipidemia, smoking, and myocardial infarction. Medications at before the index procedure were aspirin, clopidogrel, statins, lipid lowering drugs, ace inhibitors, and beta blockers. The indication for the intervention was an acute inferior myocardial infarction. Medication at the time of the intervention was gpiib/iiia inhibitor (aggrastat) and unfractionated heparin. Prior to the procedure, the patients troponin levels were >=5 times above the upper normal level (unl). Post-procedure, troponin levels were <2 times above unl. The target lesions were the mid circumflex artery (mid cfx) and the left posterolateral artery or 2nd obtuse marginal (pl). The lesion was a de novo, bifurcation and a classification of c. The mid cfx was 2.75mm in diameter and the lesion was 10mm in length. Pre-procedure stenosis was 95% and timi flow was 2. The pl had a vessel diameter of 2.5mm and the lesion length was 8mm. Pre-procedure stenosis was 50% and timi flow was 3. Both lesions were pre-dilated with a 2.0 x 20mm maverick balloon at 18atm (cfx) and 8atm (pl). Following pre-dilation, a dissection (type b) was noted in the proximal pl. The mid cfx and pl were stented using a modified t-stenting technique. A crb13275 was deployed at 10atm in the mid cfx and a crb13250 was deployed in the pl at 18atm. The dissection, which extended retrogradely into the proximal cfx, was stented with a crb08250 at 18atm. Post stent-dilation was performed with a 2.75 x 12mm maverick balloon at 18atm from distally backwards. The crb13275 and the crb08250 were overlapping. Post-procedure timi flow was 3 and stenosis was 0%. Ivus was not used. The patient was discharged the next day. Medications at discharge were aspirin, clopidogrel, statins, lipid lowering drugs, ace inhibitors, and beta blockers.

Manufacturer narrative:
The patient was readmitted 2 days later with a non q-wave, inferior, myocardial infarction (mi). Coronary angiogram revealed a 95% lesion in the first obtuse marginal (omi) with no evidence of a thrombus. The lesion was treated with single vessel poba conducted at the bifurcation of the circumflex and first om. The cypher in the proximal cfx and another cypher located in the distal circumflex were reported to have no evidence of in-stent restenosis or peri-stent disease and a timi flow of 3. However, it is unknown if the the first cypher caused a side branch occlusion of the om1, resulting in the stenosis of the om1 and the subsequent mi. The third cypher located in the left posterolateral artery had diffuse in-stent restenosis greater than 10mm with unknown timi flow. Peak ck was 3 times above unl and troponin was >=5 times above unl. The patient was discharged on three weeks later and readmitted three days later with ongoing chest pain. The patient remains in the hospital with a diagnosis of unstable angina. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-01866. Additional information will be submitted within 30 days of receipt.